Manufacturer narrative:
Evaluation still under investigation.

Event description:
Patient had initial aaa repair in 2005. One main body graft and two iliac leg grafts were placed. There had been no endoleaks present but both of the iliac leg grafts had migrated superiorly due to the reconfiguration of the sac. The physician had noticed a growth in the aneurysm sac as a result so placed an iliac leg extension on the left and a main body extension on the right to extend the seal. This procedure was in 2007 with good results. (Refer to 1820334-2007-00414).